Event description:
Information received indicates the right head brake caster is not activating in brake and the steer function will not engage from the right pedal.

Manufacturer narrative:
The technician found the pedal actuator was not seated in the torque tube. The technician inserted the actuator in the torque tube and tightened the retainer to repair the bed.